Manufacturer narrative:
H3: device not received by manufacturer. G4, d4, h4: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when changing tubing, writer unscrewed tubing at hub of IV access. The screw at end of tubing fell apart and fell off tubing, leaving writer to need to change tubing set. No adverse patient effects were reported by the customer. The list number provided by customer was invalid.

Manufacturer narrative:
While performing a review of the file, it was determined that the device is not a smith's medical product. Please disregard any reports associated with mrn 9617604-2024-00129.